Manufacturer narrative:
The customer cleaned the outside of the probes. The customer mentioned pressure fluctuation issues with the deionized water supply to the instrument. The customer has had no issues with qc. The field service engineer (fse) decontaminated the instrument and cleaned the sample probes. The fse checked probe rinsing and alignments. The customer ran qc. The investigation is ongoing.

Event description:
The initial reporter complained of high results for an unspecified number of patient samples tested for calcium gen.2 (ca2) on a cobas pro c 503 analytical unit. The customer also mentioned "issues" with magnesium and tsh. The customer provided discrepant results for 2 patient samples tested for ca2 and 1 patient sample tested for magnesium. Patient 1 initial ca2 result was 11.9 mg/dl. The sample was repeated twice on a different c 503 unit with results of 8.73 mg/dl and 8.90 mg/dl. Patient 2 initial ca2 result was 12.0 mg/dl. The sample was repeated twice on a different c 503 unit with results of 8.46 mg/dl and 8.56 mg/dl. The technician repeated the samples tested for ca2 as the initial results "looked high." Patient 3 initial magnesium result was approximately 1.5 mg/dl. The repeat was 1.8 mg/dl. No questionable results were reported outside of the laboratory. The ca2 reagent lot number was 64591701 with an expiration date of 30-sep-2023. The magnesium reagent lot number and expiration date were not provided.

Manufacturer narrative:
Qc was acceptable. There was no indication of a reagent performance issue. The field service engineer (fse) concluded the cause of the event was sample tube plasma-related issues. The service actions (decontaminating the instrument) resolved the issue.